Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syringe pump was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf a,g,b,c,d grids, remedial action required, remedial action, manufacturer narrative. Omit : a140504 - inaccurate delivery (2339) , g0405203 - clamp, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that an 8110 syringe pump was affected by syringe sizer recall. There was no reported patient involvement.